Event description:
During a shoulder arthroscopy procedure using a super turbovac 90 with integrated cable arthrowand, the patient sustained a slight burn (second-degree; size 2.5 cm x 1 cm). The patient injury treatment details and patient outcome were not provided. The cause of the burn was requested from the physician and was provided as unknown.

Manufacturer narrative:
The device was reported as discarded by the hospital. The batch number for the device was provided. A review of the lot history will be performed and provided in a follow up report.